Event description:
It was reported that during the patient's port maintenance. There is no leakage from the indwelling needle during the exhaust process. The blood withdrawn by the indwelling needle after entering the port body is normal, but when the pulse flushing is performed, it is yellow. There was fluid leakage from the hook of the butterfly wing. After wiping it dry with a sterile cotton swab, body fluid still leaked out after pulse flushing again. There was no blood or fluid leakage from the puncture site. Explained to the patient, re-maintained and used normally. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.